Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 4/4 was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the supply bag fell. The cg stated that one of the supply bags fell. The hp's wife stated that she thought the problem might have been caused by her cats. She stated that they are usually ok, but if she has to move anything around during therapy they become more interested. The hp's wife stated that the night of the alarm she had moved around the set up, and even though the bags were covered with a box the cats somehow knocked one of the bags on to the floor. It did not disconnect. She inspected the bag and did not see anything unusual or any defects but said that there must have been a problem. This review finds the training and label materials adequate related to the use/user error that occurred that likely led to the system error 2240. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver (cg) contacted global technical service (gts) regarding a system error 2240 that occurred on the home choice (hc) during dwell 4 of 4. The cg stated that one of the supply bags fell. The cg stated the supply bags were empty and there was only solution in the heater bag. Gts explained se 2240 indicates a large amount of air has entered setup and assisted the hp to clear the alarm to end therapy and to finish with a manual bag. On (B)(4) 2010, product surveillance spoke with the hp's wife who stated that she thought the problem might have been caused by her cats. The hp's wife stated that the night of the alarm she had moved around the set up and even though the bags were covered with a box the cats somehow knocked one of the bags on to the floor. The wife confirmed the bag did not disconnect. She inspected the bag and did not see anything unusual or any defects but said that there must have been a problem. Proper procedures were reviewed with the cg. No patient injury or medical intervention was reported.